Event description:
According to the reporter, during a laparoscopic pancreatic tail resection, during resecting the pancreas after compressions, while using a powered stapler, the pancreas was clamped, the green button did not light up, and the firing could not be performed. The pancreas has been pre-compressed and was quite thin, and there was no indication that it was out of indicated applicable range. After that, all components, including the cartridge were removed, but the lcd screen of the handle remained in firing preparation complete state, and the handle was in a frozen state. The surgeon used a manual stapler with a new cartridge to resolve the issue. After that, the handle was then restarted with a power reset, and the device started up normally. The surgical procedure was extended by more than 30 minutes with no adverse event to the patient. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown sigtrs60axt - tri 2.0 sigtrs60axt 60 xtra thk 15mm, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the display screen had an irregular output and the device did not enter firing mode. The reported issues were confirmed. The most likely cause was traced to software coding. The cause of this is due to a software restrictions on the capacity of the queue. This condition would cause the handle to stop operation and impact the handle either extra operatively or intra operatively. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.